Event description:
An incompatible device issue was reported with an abbott diabetes care (adc) application in use with a samsung sm-j610fn phone with android version 10 operating system , app version 2.8.4.9335 . Customer received an "incompatible device" message and was unable to monitor glucose with sensor readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of unspecified intravenous fluid and injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation was performed. The customer reported slow response when scanning with an incompatible device. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s9 (android 10, 2.8.4.9335) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device issue was reported with an abbott diabetes care (adc) application in use with a samsung sm-j610fn phone with android version 10 operating system. Customer received an "incompatible device" message and was unable to monitor glucose with sensor readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat, requiring contact with emergency services (es). Upon arrival, an es healthcare professional (hcp) provided third-party treatment of unspecified intravenous fluid and injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date "six months ago" prior to when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.